Event description:
New information received noted that the physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: to missing d6b explant date.

Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the right ventricle lead exhibited device sensing problem; r wave amplitude variation. X-ray confirmed lead dislodgement. No intervention was performed. No patient consequences.